Manufacturer narrative:
The subject device was returned to olympus medical systems india private limited (omsi) for evaluation. Omsi checked the subject device, but couldn¿t duplicate the reported phenomenon. Omsc checked the device history record of the subject device, there was no irregularity found. The exact cause of the reported event could not be conclusively determined. However, based on the information provided by omsi, omsc surmised that the image was flickering due to fine dust adhering to the connector electrical contacts of the camera head. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during unspecified timing, the endoscopic image of the subject device was flickering. The occurrence date of event is unknown. There was no report of patient injury associated with the event.